Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller alleges that the brakes don't work on both sides. She stated they are not holding at all.